Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call failed batted test and high blood glucose levels. Customer's blood glucose level was 558 mg/dl. Troubleshooting for failed battery test was performed. Customer replaced the battery on the insulin pump and received the alarm. Customer was advised to monitor the insulin pump and that a replacement battery cap will be sent out. Troubleshooting was able to resolve the issue.